Event description:
It was reported that during a sleeve gastrectomy procedure, the device had been fired for the first firing with a green cartridge using gore steam guard. At the time of the procedure, there were no issues with the device functionality; the staple formation and staple line were okay. Some time post-op, the patient returned with a leak at the staple line where the device had been fired with the gore steam guard. The patient was taken back to or and stints and drains were placed to address the leak. The patient remains in the hospital.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: how was the leak identified? No definitive was found. Patient presented with all the symptoms of a leak how many days/hours post op did the leak occur? 2 days. Where was the leak found on the staple line? No definitive leak was found. What reloads were used before and after firing? Green, green, gold, gold, gold, blue, blue. Please confirm proper staple formation? Confirmed. Was green used the entire procedure? No. Was seam guard used on the anvil and reload? No, peristrips. Where was the stent(s) placed? What was purpose of the stent? This is a correction, no stent was placed. Was there a reoperation necessary to place the stent and/or drain? Re-p for drain. How is the patient currently? Fine. Is the patient expected to have a full recovery? Yes. Patients preexisting condition(s)? Obesity. Patients age, sex and weight? "Not sure".